Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a liberty cycler that turned on and off during step 2 of setup. The cycler display remained blank with no light on the cycler buttons and iq drive. The power cord was securely plugged in and the power switch was switched on. The patient contact stated bumping or moving the power cord makes the cycler power off and back on. Technical support issued a replacement power cord to resolve the issue. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported product complaint. The pdrn stated that the patient did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the power cord. The pdrn stated that the power cord was replaced, which resolved the cycler issue, and that the patient is performing treatment without any issues. The pdrn confirmed that the patient was not connected to the cycler at the time of the incident and there was no harm to the patient because of this malfunction. The pdrn could not confirm if the power cord was available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.